Event description:
It was reported that during the implant procedure, crosstalk was observed when atrial pacing. Programming changes were unsuccessful. The device was then explanted and replaced after the pocket had been closed. The patients condition is stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported sensing anomaly could not be determined.